Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 391 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during priming . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, basic occlusion test and prime or compromised force sensor system alarm test. However, insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Device received with minor scratched display window, cracked case at display window corner, partially broken reservoir tube lip, broken belt clip slot, stained end cap sticker and stained address or serial number label.